Event description:
It was reported that the patient believes that the lead has become dislodged because she doesn't feel device stimulation, but acknowledges that she feels some magnet mode stimulation. The patient requested device settings be reduced. The output current was decreased from 2ma to 0.25ma. It was reported that device diagnostics were within normal limits (1958 ohms). X-rays were performed and sent to manufacturer for review. Review of x-rays identified a suspected lead fracture in the lead body. A portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of micro-fractures in the lead can also not be ruled out. The patient reported that she has experienced an increase in seizures and stress. The patient reported that she was recently thrown from a horse. The patient underwent generator and lead replacement on (B)(6) 2014. It was reported that the explanting facility discarded the explanted devices; therefore, no product analysis will be performed.

Event description:
Additional information was received stating that the vns patient was doing well following replacement surgery and was gradually increasing her device settings.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.